Event description:
It was reported that this patient with a subcutaneous implantable cardiac defibrillator (s-ICD) system received approximately seven inappropriate shocks. It was stated that the shocks were most likely delivered due to low, variable r-wave amplitude measurements which contributed to t-wave over-sensing. Boston scientific technical services was contacted and it was discussed that the low r-wave amplitude measurements were likely related to postural changes or changes in the patient's condition. Reprogramming options were provided to mitigate potential future over-sensing. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.